Event description:
According to the event description a prestige retr grasper sgl-act 5mm36cm (part # 8361-00) was used during a procedure on (B)(6) 2026. According to the complainant the grasper teeth detached inside the patient. Reportedly the pieces had to be retrieved from the patient. All pieces were believed to be retrieved. A surgery delay of 10 to 20 minutes was also reported. No patient complications were reported as a result of this event.

Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.